Event description:
Subsequent to the initially filed report, the following information was received. The second clip (00710u165) was advanced to the mitral valve; however, the clip became entangled in the chordae, but was freed. Then the clip failed to open; and therefore the cds was removed with the clip attached, when a chordal rupture was observed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported worsening mitral regurgitation (mr) appears to be related to procedural conditions. The reported patient effect of worsening mr is listed in the mitraclip ntr/xtr instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report worsening mitral regurgitation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted visualization was difficult due to poor echo window. The first clip was successfully deployed. Then a second clip delivery system (cds 00710u165) was advanced to the mitral valve; however, after the initial clip opening, the clip failed to open again. Troubleshooting was performed, but the clip would not open. Therefore, the cds was removed with the clip attached, when a chordal rupture was observed. Additionally, the user may have bent the cds. The procedure continued with a new cds (00710u161), and the clip was deployed for additional treatment. The chordal rupture was not fully treated. The physician stated if the patient worsens then medical treatment is being considered for the future. The patient was discharged. Two clips were implanted, worsening mr to 3+. There was no clinically significant delay in the procedure. No additional information was provided.